Manufacturer narrative:
A partial lead was returned in two pieces measuring 37.2 cm of the connector portion and 54.7 cm of the distal portion. The cause of the reported event of stylet could not be removed was isolated to the bunching of the stripped stylet ptfe coating and inner coil. The cause of the reported event of lead broke when trying to remove the stylet was isolated to procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that during the right ventricular lead revision, the stylet could not be removed. Force was applied and broke the left ventricular (lv) lead. The lv lead was explanted and replaced. The patient was stable during and after the procedure.